Event description:
Pt had a bilateral augmentation mammoplasty 3/83 with double lumen implants in pulmonary position. In 1994, she had closed capsulotomy. Repeated in 1985 and again in left side in 1987. She has a history of spontaneous pneumothorax requiring chest tube placement. She also has a 2 year history of joint pain in both breasts, memory loss, chronic right hip pain and fatigue.